Event description:
The customer reports observation of an elevated advia centaur xp total hcg (thcg) result for one patient which was discordant relative to repeat-testing results. Following observation of an elevated initial advia centaur xp thcg result, the patient was re-tested at another laboratory and produced a negative result. The customer then performed repeat thcg testing on the original sample in duplicate, using the same advia centaur xp instrument as used initially, and a result of <2.0 miu/ml was obtained. The lower result was accepted as correct. There are no allegations of patient harm, changes in treatment, or delays in diagnosis in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur xp total hcg (thcg) result for one patient which was discordant relative to repeat-testing results. Following observation of an elevated initial advia centaur xp thcg result, the patient was re-tested at another laboratory and produced a negative result. The customer then performed repeat thcg testing on the original sample in duplicate, using the same advia centaur xp instrument as used initially, and a result of <2.0 miu/ml was obtained. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
MDR 1219913-2022-00104 was filed on 2022-04-07. Additional information, 2022-05-26: siemens has concluded the investigation. A customer from outside the united states reported observation of an elevated advia centaur xp total hcg (thcg) result for one patient which was discordant relative to repeat-testing results. Repeat-testing using the same method produced consistent lower results. The customer also repeat-tested 7 samples which had been initially tested for thcg on the day of this event and all repeat results were consistent with the initial results. The customer's advia centaur xp thcg reagent calibration and control results were acceptable on the day of this event. A service visit was made to the customer site, with the following findings: error-log review: no entries found to explain observed variation. Verification of quality control performance: satisfactory results were observed during this period. Verifications of calibrations in effect at time of observation: values were consistent with expectations/criteria. Testing of hcg samples in different ranges: satisfactory results were obtained without any observed clinical deviation. Siemens service made the following recommendations to the customer regarding sample handling: minimize delay between collecting and centrifuging sample tubes. Verify duration and rpm of centrifugation. Assess whether there has been any change to the storage/handling of the sample tubes. · check expiration dates of collection tubes, and note whether tubes used are at or near expiration. While siemens cannot definitively determine the cause of the discordant result, contributing factors such as sample integrity cannot be ruled out. Based on the results of the investigation, return of the patient sample is not warranted. A product performance issue has not been identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.